Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the hospital does not have more information about the cause of death, but the patient had previous tabaco consumption and current alcohol consumption. Additionally, the patient had the following comorbidities: myocardial infraction, diabetes and a tumor. The patient had a closed fracture caused by a simple fall with non-soft-tissue injury. No infection nor complications were reported at the time of discharge. The site indicated the event is not related to the device or procedure. No complication occurred during surgery, distal locking and distal reaming performed, no bone graft or stimulator used and no soft tissue reconstruction needed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is confirmed by provided medical records, however, the cause of death remains unknown. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00851. D10: item# unk znn bactiguard nail; lot# unknown. Item# unk lag screw 95 mm; lot# unknown. G2: foreign - event occurred in spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient sustained a fall with a closed femoral fracture and underwent a reduction and fixation as part of a clinical study. Subsequently, the patient was reported to have expired approximately six (6) days after being discharged due to unknown causes. The site reported that the death was unrelated to the device and procedure; however, no additional information was provided for the cause of death. Attempts have been made and no further information has been provided.